Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hosp regarding the report of the pt's bend relief being disconnected from the sealed outflow graft. According to the MFR's records, the explanted pump was returned to the MFR 7 1/2 months prior to this report. The lvad had been explanted for recovery after supporting the pt for 2 months and was returned to the MFR for investigation due to suspected thrombus (ref MFR's medwatch report# 2916596-2011-00500). These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported the pt had a partial disconnect of the bend relief from the sealed outflow graft. No further details were provided to the MFR.